Event description:
It was reported that there was a loss of therapeutic effect and a shocking or jolting sensation. The patient reported that it was not helping what it normally helped anymore. The patient¿s neuropathy had been acting up for about 3 weeks and their pain was taking over for the last 4-5 days. The patient might have had the flu and that could be it. It had gone down before where it was all the way down but the patient hadn¿t been able to get it going again. The implantable neurostimulator (ins) hadn¿t been in overdischarged state where she had to go to the healthcare provider (hcp) to get the ins restarted. The patient was worried the ins needed to be replaced and that was why she was experiencing a loss of symptom relief. It was reviewed that the ins had been in for 8 years and the longevity was 9 years. The patient still felt stimulation and had trouble sleeping, where they got these shocks where their leg was jumping. It had been happening a lot of at night so the patient turned it off so they could sleep. When they restarted it, they definitely felt it. The feeling of shocks had been for about two weeks. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 399960, lot # v012885, implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 377775, lot # v012067, implanted: (B)(6) 2007, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).